Event description:
82 y/o status post total knee arthroplasty 1 week previously. While convalescing she developed mental status changes and knee deformity. She returned to ER where attempts were made to relocate the dislocation, but were unsuccessful. Pt taken to or where x-ray revealed dislocation of the knee components requiring reduction under general anesthesia.